Event description:
(B)(6) post: today, my almost a year old invacare power wheelchair just stopped right in the middle of main street. Man, you all just don't make chairs like you used to. My front wheel looks like a rat been eating on them, never happened on my old dependable chair..... Don't you just love shaving good quality to save a buck that cost you that buck..... Anderdawg musik; oh by the way, my old invacare power chair. I still have it. 15 years, still runs, and wheels are still, uh not rat eaten I sent them this note through (B)(6): hello, my name is (B)(6) and I work for (B)(6). I saw your note on our (B)(6) page. If you would like someone here to be in contact with you, please send me your email address or phone number. Thanks.